Manufacturer narrative:
The lens remains implanted. The serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient complained of halo, glare, starbursts, streaks of light, and the inability to focus causing the patient to limit night driving greater than 3 months after the initial implantation of an intraocular lens. It was also reported that these issues interfere with activities of daily life. Best corrected distance visual acuity (bcdva) 20/16 for both eyes. No additional information was provided.

Manufacturer narrative:
Manufacturing record review: manufacturing records were reviewed and there were no related nonconformity reports. The product was manufactured and released according to specifications. A search on complaints revealed no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to (B)(4). Has been submitted.

Manufacturer narrative:
Additional information: during follow-up, the serial number was provided. Therefore, the following fields have been updated accordingly: brand name: tecnis symfony, common device name: multifocal iols, product code: poe. Model#: zxr00, (B)(4), catalog#: zxr00u0210, expiration date: 4/8/2022, (B)(4). Device manufacture date: 4/8/2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the device was not returned for evaluation as the lens remains implanted. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the patient had the intraocular lens implanted in the right eye on (B)(6) 2017. Reportedly, the lens is scheduled to be explanted on (B)(6) 2019 due to continued complaint of halos and glare. Bcva (best corrected visual acuity) ou (both eyes) was 20/16 -2 on (B)(6) 2017. The following field was updated accordingly: if implanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been

Manufacturer narrative:
Corrected data: in reviewing of the supplemental MDR 2648035-2018-00049, it was noticed that outcomes attributed to adverse event should have been updated from other to required intervention. This field has now been updated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information was received stating the right eye (od) was exchanged from the zxr00 to a zcb00 on (B)(6) 2019. Subject was seen on (B)(6) 2019, is doing well and is happy with the vision. Visual acuity is: od ucva 20/20, bcva -0.25 sphere 20/20. As a result the following fields have been updated: if explanted, give date: (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.